Event description:
Customer reported experiencing a past low blood glucose event with a lowest recorded level of 36 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action and was advised by technical support to consult with a healthcare provider to better understand factors affecting blood glucose levels. Customer understood and agreed with the recommendation.